Manufacturer narrative:
No customer returns were available. The customer's instrument logs were reviewed using abbottlink and log-ic for the sample tested in (B)(6). This review did not identify conclusive information to indicate an instrument or sample integrity issue occurred. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the likely cause lot. Labeling was reviewed and found to be adequate. Historical performance of the reagent lot was evaluated using world wide data from abbott link. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for this lot is within the established control limits which indicates that the lot is performing acceptably and comparable to other lots in the field. Based on the available information, no product deficiency was identified.

Event description:
The customer stated that a (B)(6) architect stat troponin-I result of 0.381 ng/ml was generated for patient sample ID (B)(6) on (B)(6) 2018. The customer uses a cutoff of 0.250 ng/ml. The patient was redrawn 6 hours later and the architect stat troponin-I result was less than 0.010 ng/ml. The first sample was then retested and the result was less than 0.010 ng/ml. The customer confirmed that the patient was kept for observation overnight, but no cardiac catheterization was performed and the patient was discharged on (B)(6) 2018.